Event description:
An issue was reported where the pump displayed the reset screen unexpectedly, and the pump screen went blank without any led indication. It was not specifically stated whether the customer¿s blood glucose level exceeded 500 mg/dl, and no adverse impact to the blood glucose level was confirmed. The customer continued to use the pump for insulin therapy.